Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device showed less than 6 months remaining longevity during device check. However, during the follow up check, the device showed two and a half years remaining longevity. Boston scientific technical services (ts) discussed to continue to monitor. There was no further information provided as of this time. The device remains in service. No adverse patient effects reported.